Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra link meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the pt. The pt told the cca that he passed out due to his high readings on the lfs product and his subsequent treatment with insulin due to the readings. The pt claimed that she obtained readings of 507, 210, and 149 mg/dl on the lfs product within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt said he uses an insulin pump. Info was not provided as to his insulin dose and the time it was taken. He also said he took more food and/or drink as a result of the issue. The pt claimed that he passed out 1 and 1/2 to 2 hours after the product issue occurred. Ems was called. A result of 18 was obtained on another device. A health care professional (hcp) treated the pt with a glucagon injection. The cca noted that the pt performed a passing control solution test. The cca also noted the pt did not clean the puncture site correctly, which can contribute to inaccurate results. The pt's products were replaced. This complaint is being reported because the pt alleges he obtained inaccurately erratic readings on the lfs product. He claims he took insulin and passed out after the product issue and was treated with a glucagon injection.